Manufacturer narrative:
Age at time of event: 18 years old or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in severely calcified and moderately tortuous common iliac artery. A 6mm/2cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured within the specified pressure. The device was simply removed from the patient's body and the procedure was completed with this device. No patient complications were reported and patient's condition after the procedure was good.

Manufacturer narrative:
Age at time of event: 18 years old or older. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 04:47 pm CT. The report number is being corrected from: 2134265-2018-64147 to: 2134265-2018-63226.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in severely calcified and moderately tortuous common iliac artery. A 6mm/2cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured within the specified pressure. The device was simply removed from the patient's body and the procedure was completed with this device. No patient complications were reported and patient's condition after the procedure was good. It was further reported that the blade section was detached outside the patient's body and that it was due to calcification. The balloon was used for pre-dilation and the procedure was completed with a balloon catheter and not with a cutting balloon. Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. It was noted that a section of one of the blades approximately 5mm in length was completely detached from the proximal end of the balloon material. The remaining section of blade approximately 15mm in length remained undamaged and fully bonded to the balloon material. The entire blade pad remained undamaged and fully bonded to the balloon material. The detached section of blade was not returned for analysis. The damage identified is consistent with resistance being encountered during the withdrawal of the device. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal of the proximal markerband. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.